Manufacturer narrative:
(B)(4). Sample is not available. Should additional information become available, a follow up medwatch will be submitted.

Event description:
On (B)(6) 2010, baxter product surveillance contacted the homechoice patient (hp) for follow-up on a report of air in line on (B)(6) 2010. The hp stated she had to go to the hospital to have some excess fluid and air drained and was diagnosed with peritonitis. Hp was admitted to the hospital from (B)(6) 2010. The hp was treated with antibiotics (details of treatment unknown). On (B)(6) 2010, product surveillance spoke with a nurse from dialysis clinic. The nurse confirmed the report of peritonitis and that the culture contained (B)(6). The hp did recover from the peritonitis event however the peritoneal dialysis catheter was removed at an unknown date after the peritonitis event and patient was place on hemodialysis permanently. This is number one of five related complaints opened for this report of peritonitis.

Manufacturer narrative:
(B)(4).